Event description:
It was reported that during a follow-up in clinic, lead fracture was noted on the rv lead. Lead revision was suggested. No further information is available.

Manufacturer narrative:
This supplemental report is to correct the initial MDR reported information for the physician name.